Event description:
Machine alerted that bicart was empty. Bicart was changed and began to leak excessively. Bicart would not prime. Patient requested to end treatment with about 20 minutes remaining rather than swapping machined. Work order placed to biomed and [redacted] from biomend notified. He stated he will come [redacted]. Manufacturer response for hemodialysis, (brand not provided) (per site reporter). Arrived and opened unit and noticed the bottom hose on the bicart unit had come off, the hose was stretched and loose fitting. I trimmed the hose back and installed on bicart holder and installed a wire tie. Ran unit in a 15 min rinse, no leaks noted. Ran unit in a 30-minute patient simulation. (Passed). Completed a bleach and rinse and returned for use. Talked with [redacted].